Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while attempting skin closure, no staples were fired. Upon checking the inside, the staples were not properly aligned and appeared disordered. The procedure was continued with a new product. No further information could be confirmed from the customer". No report of patient harm or injury.